Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8784, serial#: (B)(4), implanted: (B)(6) 2017, product type: catheter. Product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2017, product type: catheter. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(4), ubd: 08-sep-2018, UDI#: (B)(4); product ID: 8780, serial/lot #: (B)(4), ubd: 18-jul-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving 2,000 mcg/ml unknown baclofen at a dose of 400 mcg/day flexed via an implantable infusion pump for intractable spasticity. It was reported that the patient got stiff last week so he thought something was wrong with the pump or catheter. The patient showed up to the ER late on (B)(6) 2018 and around midnight (B)(6) 2018 it was fixed. The proximal segment upon incision looked to be heavily looped and possibly kinked. The proximal segment was trimmed to 51.5 cm from 73 cm to sit better, and swapped out the connector itself because the old one had a loop close to the connector itself. The hcp wanted a new one. The flow was great. Even was once the hcp straightened out the old implanted 73 cm segment. Two rotor studies were done because x-ray did not save the first comparison image. Everything went well. All was good. The patient went from 275 mcg a day of baclofen with five 25 mcg boluses fledged to just 275 mcg/day simple continuous for now until the hcp got the patient where she wanted him. The issue was resolved at the time of this report. The patient's status was "alive - no injury" and no further complications were expected or anticipated.